Event description:
It was reported, "patient presented to clinic in 2006 with complaint of left hip pain. Patient having problems with headaches and started seeing a neurologist. Patient experienced relief of pain after injection of marcaine into hip joint 6 days later. Radiographs did not demonstrate any problems with prosthesis. A CT scan was ordered to further evaluate the component. CT scan did show lucency around the acetabular component. Revison surgery was scheduled.